Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter name and address: the customer's address is unknown. Maryland, USA has been used as a placeholder based on the reported facility headquarters. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5113824. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd maxzero¿ needleless connector valve obstructed the flow of medication from the pump to the patient during the infusion. The following information was provided by the initial reporter: "while attached to a catheter, the bd maxzero connector has been observed obstructing the flow of medication from the IV pump to the patient."

Event description:
It was reported that the unspecified bd maxzero¿ needleless connector valve obstructed the flow of medication from the pump to the patient during the infusion. The following information was provided by the initial reporter: "while attached to a catheter, the bd maxzero connector has been observed obstructing the flow of medication from the IV pump to the patient."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that bd maxzero connector has been obstructing flow and causing blood back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.